Manufacturer narrative:
(B)(4). Follow up . It was reported the handle of the pre-filled catheter flush device had broken. To aid in the investigation one photo was provided for evaluation by our quality team. The photo shows a prefilled syringe with no packaging flow wrap and the syringe barrel flange is damaged. No other defects or imperfections were observed. This defect could occur if there was a jam during the plunger rod assembly process. A device history record review was completed for provided material number 306594, lot 4095143. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the syringe plunger rod assembly process was performed. The settings and alignment of the infeed scroll was correct. The flow of product was good. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Description/event details: when the patient is being infused, the nurse needs to use a flush device to flush the tube. During use, the nurse found that the handle of the pre-filled catheter flush device had broken, and immediately replaced the flush device.